Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration resulting in activation of the lead safety switch (lss) feature. Review of stored device memory noted stored episodes containing noise and noted that subsequent measurements were stable and within normal limits at 408 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the out of range pacing impedance measurements was not determined. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing and lead testing was performed and noted to be appropriate. Monitoring will be continued. No additional adverse patient effects were reported.